Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was a system message displayed and the settings changed. The date and timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 21, 2013. Based on qa assessment, the product met specifications at the time of release. The company representative was unable to determine any issues with the system settings. However, the customer was made aware of a few setting differences between the two consoles on site. Therefore, as a preventive measure, the setting were changed for the customer. The root cause cannot be determined conclusively. (B)(4).